Event description:
Son's enuresis alarm has a defect. It keeps getting hot to touch within mins of battery insertion. This is an electrical flaw in the product and a serious one in my opinion. Something got stuck in a brand new alarm unit and it kept generating so much heat that the batteries exploded and leaked out. Luckily my son woke up and was able to remove the or he would be burnt.